Event description:
It was reported that chest pain, hypotension and balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected and used to pre-dilate the target lesion. During an unspecified inflation, the balloon ruptured at 11 atmospheres and the patient's blood pressure dropped significantly. A 3.50 x 16mm promus stent was then deployed in the lesion. After stenting, the patient continued to have some chest pain and low blood pressure. Medication was given. Post dilatation was performed using an unspecified balloon catheter. The patient's blood pressure returned back to normal. Post procedure, they tried to inflate the 2.00mm x 15mm emerge¿ balloon catheter. Pinhole was noted on the balloon. When the balloon was inflated again, a "fluid kind" was "shooting out a little" on the pinhole side. Everything was removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest pain, hypotension and balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected and used to pre-dilate the target lesion. During an unspecified inflation, the balloon ruptured at 11 atmospheres and the patient's blood pressure dropped significantly. A 3.50 x 16mm promus stent was then deployed in the lesion. After stenting, the patient continued to have some chest pain and low blood pressure. Medication was given. Post dilatation was performed using an unspecified balloon catheter. The patient's blood pressure returned back to normal. Post procedure, they tried to inflate the 2.00mm x 15mm emerge¿ balloon catheter. Pinhole was noted on the balloon. When the balloon was inflated again, a "fluid kind" was "shooting out a little" on the pinhole side. Everything was removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge catheter with no other devices. There was contrast in the inflation lumen. There was blood in the balloon. Magnified inspection revealed a pinhole 4mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).